Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown. The customer stated the button are sticking and getting worse. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prim, and excessive no delivery alarm test. The insulin pump functioned properly. All buttons functioning properly. No damage on keypad traces noted during testing or visual inspection. The insulin pump was received with corroded battery tube, minor scratched lcd window and cracked reservoir tube lip. The lcd connector was inspected and no anomaly was noted.